Event description:
It was reported that the subject device had broken wheels on trolley making it very difficult to move trolley between rooms. The event occurred during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No addition information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h6, h11. The device was inspected for the field service engineer (fse) of olympus and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken wheels on trolley. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.